Event description:
Boston scientific crm received information that, during a routine follow-up, it was noted this left ventricular lead had dislodged. It was reported the patient had extremely tortuous coronary sinus anatomy. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure is expected to be scheduled. No further information is available. This report will be updated if more information becomes available.

Event description:
The lead had high pacing threshold measurements.

Manufacturer narrative:
A revision procedure was performed and the lead was explanted and replaced. It is uknown whether the lead will be returned for analysis. This report will be updated if the lead is returned or if additional information is received.